Manufacturer narrative:
Analysis of the returned capio slim device confirmed 2 rivets in the distal section of the device are detached and the carrier is over extended. The capio carrier was actuated but would not retract completely. The condition of the device was most likely caused by device manipulation during the procedure. Therefore, the most probable root cause is determined to be operation context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior prolapse repair performed on an unknown date. According to the complainant, an uphold lite with capio slim was first opened but the capio suturing device was faulty. A second capio suturing device was then opened but it also failed. A third capio suturing device was used to complete the procedure. There were no patient complications reported. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that capio needle carrier does not retract completely.